Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodged. The pt has experienced shortness of breath. No additional info is available at this time. If additional info becomes available, this event will be updated. Dates provided by boston scientific. Although a device explant date was given, there is no mention of corrective action in the complaint.